Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer stated that the intraocular lens (iol) was loaded into a defective cartridge. The cartridge tip sheared off but was still attached to the cartridge. The surgeon used a new iol and cartridge instead of trying to remove the iol from the defective cartridge. No patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/28/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic ovd (ophthalmic viscosurgical device) at the cartridge tip. The cartridge tip was observed cracked. The intraocular lens (iol) was observed stuck and folded at the cartridge loading zone. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.